Manufacturer narrative:
This report is submitted on october 20, 2023.

Event description:
Per the clinic, the patient reported no hearing with device use. Facial nerve stimulation was noted with high c-levels. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 15, 2023.